Event description:
During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the pt's two myocardial rate sensing leads were capped and removed from service because the leads were discolored and blood was observed inside the leads. Implanted-6/12/92. Removed from service-1/2/96. Implanted-42 mo.